Event description:
During a permanent implant procedure for the evoke spinal cord stimulation (scs) system, positioning difficulty was reported. One (1) lead was removed and damage was noted to this device. Neuromonitoring identified a decreased response from the patient; the permanent implant procedure was not completed. Approximately 1 week after the reported event, a cerebrospinal fluid (csf) leak was confirmed. This was treated by the healthcare provider and the patient is reported to be recovering.